Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device did not show ok but had the charge-pak, attention and service wrench icons in its readiness display. When the device's on button was pushed, the device would not remain powered on for more than one second. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  Physio determined that two internal hlc batteries from the analog pcb assembly, designators bt2 and bt3, would no longer hold a charge.  This caused the device to not have sufficient power available for use.